Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by an advanced evaluation patient that their urine stream was weak and they struggled. On (B)(6) 2019 the patient reported they strained and had some pain when urinating. On (B)(6) 2019 the patient reported they were struggling to urinate and that when they did only a few drops would come out and they experienced pain. There were no further complications reported.